Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. The right ventricular (rv) his bundle lead exhibited possible intermittent undersensing. The rv his bundle lead remains in use. No further patient complications have been reported as a result of this event.